Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.(B)(4).

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2016-03892 / 03893 / 03894).

Event description:
Patient's legal counsel reported patient underwent left hip revision approximately 10 months post-implantation due to alleged pain, discomfort, soreness, metal poisoning, metallosis, metal debris, and metal-on-metal pseudotumor. All components were removed and replaced. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Concomitant product: product number: x11-180312, bi-metric/x por nc lat 12x140, lot number: 791830. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Please see reports: 0001825034-2017-06772. (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned by attorney.

Event description:
It was reported the patient was revised due to alleged pseudotumor, metallosis, and pain. Infection was noted in op-notes as well. No further information has been made available.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Reported event was confirmed by review of provided revision op notes. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Op notes recieved 8/10/2017 state revision due to infection. A definitive root cause could not be determined with information available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.